Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/03/2020. A manufacturing record evaluation was performed for the finished device lot pbq267 , and no non-conformances were identified. Additional h3 investigation summary: an open box with unopened samples of product code 661h, lot # pbq267 were returned for analysis. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance detached needle was found, and the tested sample met the finished goods requirements. Additional information was requested and the following was obtained: when did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Device return status/follow up?

Event description:
It was reported that the patient underwent a pediatric plastic surgery on (B)(6) 2019 and the suture was used. It was reported that the suture loses the needle easily. Another like suture was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.